Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery and a motor error. The patient's blood glucose at the time of incident was 530 mg/dl; the customer believes this high reading was due to drinking coffee with regular sugar. The customer tried treated the high blood glucose with the pump but due to the alarm issues she decided to use manual insulin injections. The customer was able to resolve the no delivery alarm with an infusion set change. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues other than attempting to bolus. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.